Event description:
It was reported that the battery gauge was fluctuating and the usb port was damaged and loose. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support and no further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.